Manufacturer narrative:
(B)(4). Additional data / failure investigation. Cause of failure is determined to be customer caused. Customer spilled IV fluids onto the ups power supply, which ingressed into the electrical components.

Event description:
Customer report of smoke from the ups power supply on the pas device. Customer denies observing any spark or flame. Patient was present. There was no harm to the patient or any user.